Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues linking the reservoir to the insulin vial. The customer stated they were unable to fill the reservoir as a result. Customer's blood glucose was unknown. It was also found the customer had issues with their infusion set needles. Customer declined to troubleshoot. Customer declined to return the reservoir for analysis.